Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer's insulin pump was delivering insulin even when suspended. The customer¿s blood glucose level was low at the time of the incidents. No further details were provided. The troubleshooting was not completed and the customer could not be identified. The insulin pump will not be returned for analysis.